Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor was getting stuck in serter. Customer's blood glucose was unknown. While customer was attempting to load serter on the pedestal, sensor broke leaving the needle stuck in the in the serter.

Manufacturer narrative:
A visual inspection was performed on two opened and used enlite sensors. Found one of the two sensors insertion needle was separated from the sensor base, the remaining sensor was missing the insertion needle. Unable to confirm the customer the customer's complaint due to the enlite sensors was not returned.